Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent hysterectomy due to sui, and pop. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, bowel problems, recurrence, bleeding, and vaginal scarring. It was reported that patient underwent mesh revision on (B)(6) 2005 . It was reported that patient underwent mesh removal on (B)(6) 2011. It was reported that patient underwent additional transvaginal excision of eroded vaginal mesh removal on (B)(6) 2013.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. It was reported that patient underwent excision of anterior vaginal wall mesh, cystocele, rectocele, enterocele and urethrocele repair on (B)(6) 2015 due to cystocele, rectocele, enterocele, urethrocele, mesh erosion and urinary frequency. No additional information was provided.